Event description:
A 6.5 mm mesa pedicle screw broke at spinal level sacral-1 left pedicle. The pt was instrumented from lumbar 4-sacral 1. The other 5 screws were 7.5 mm in diameter and did not break.